Event description:
The head of central sterilisation services at the hospital, reports in her letter that it was not possible to screw in a screw with the returned screwdriver.

Manufacturer narrative:
Na